Manufacturer narrative:
(B)(4).

Event description:
The patient reported that they were having trouble with the "signal going in and out" and wanted to meet with a manufacturer representative. This was clarified to mean that the stimulation was going in and out. These issues started in (B)(6) 2015. The patient was implanted for chronic low back pain and spinal pain. No causes or interventions were reported with this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.